Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). The home patient (hp) was connected at the time of the alarm. This occurred during the initial drain cycle of peritoneal dialysis (pd) therapy. The patient indicated that the patient line was not properly primed before the patient was connected. The patient was to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation and the lot number was not known. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An incomplete prime was reported and is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.